Manufacturer narrative:
Evaluation summary: incident has been confirmed. It was determined that all outer packaging levels were correctly designated with blade size "12b" while the inner foil pack did not have the "b" designation. However, the product inside is in fact a #12b blade. #12 blades are only sharpened on the bottom edge while #12b are also sharpened on the top edge.

Event description:
Product in inner pouch is a double sided blade (12b). Foil pouch label indicateds a single sided blade (12). Outer packaging labeling indicates it is a 12b. Physicians are expecting a single sided blade and are given a double sided blade, leading to patient injury.